Manufacturer narrative:
The device was returned for analysis. The reported leak/slow inflation was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak/slow inflation was unable to be confirmed during return analysis, it is possible that the device was not fully connected resulting in the reported leak; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified right coronary artery. A prepped 20/30 indeflator was attempted to inflate a 2.5x15mm trek balloon; however, the pressure gauge seemed to be rising slow. The contrast from indeflator syringe was slow to fill into the balloon. It was noted that there was no visible leak at the connect hub; therefore, a second inflation with the same indeflator was attempted; however, the same issue occurred. A new indeflator was used with the same trek balloon and normal rate pressure was reached to 8-10 atmospheres. The procedure was completed by deploying a non-abbott stent and posted dilating with 3.0x15mm nc trek. There was no adverse patient effects and no clinically significant delay. No additional information was provided.